Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and found the damage on battery tube threads and battery cap is coming loose causing the pump to alarm "insert battery now. Damage was affecting the pump functionality. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unit p-cap locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, broken belt clip rails, battery cap contact missing, missing display window cover, cracked case, cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed where battery cap contact missing, cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.